Manufacturer narrative:
The ge service representative performed an on site investigation. The power cord was fastened. The system was tested and was found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.